Event description:
The manufacturer received information alleging an error message service required occurred. There was no harm or injury reported. The device was evaluated on-site, and the customer's complaint was confirmed. Error codes related to low o2 inlet pressure and pressure sensor mismatch found in the ventilator's downloaded error log. The device's oxygen blending module and system board were replaced to address the low o2 inlet pressure issue. The device's flow sensor, fio2 sensor, fio2 tubing, and three-way solenoid valve were replaced to address the pressure sensor mismatch issue.

Manufacturer narrative:
The manufacturer previously reported information alleging an error message service required occurred. There was no harm or injury reported. The device was evaluated on-site, and the customer's complaint was confirmed. Error codes related to low o2 inlet pressure and pressure sensor mismatch found in the ventilator's downloaded error log. The device's oxygen blending module and system board were replaced to address the low o2 inlet pressure issue. The device's flow sensor, fio2 sensor, fio2 tubing, and three-way solenoid valve were replaced to address the pressure sensor mismatch issue. The replaced parts were sent to philips product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo system board for visual defects and found none. Pil retrieved and reviewed the event log from the system board and only noted error code related to pressure sensor mismatch in the log, note that the error code related to low o2 inlet pressure did not appear in the log from the system board. Pil installed the trilogy evo system board on the test trilogy evo and ran therapy for approximately 1.5 hours and the system board operated without issue, and neither error codes related to low o2 inlet pressure and pressure sensor mismatch occurred. Pil concluded that the system board operates as designed. Pil visually inspected the trilogy evo oxygen blending module (obm) subassembly for visual defects and found none. Pil tested the obm subassembly on the trilogy evo obm test station and passed all testing. Pil concluded that the obm subassembly operates as designed. Pil visually inspected the trilogy evo machine flow sensor for visual defects and found liquid contamination. Pil installed the flow sensor on the test trilogy evo and ran therapy for approximately 2 hours without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and failed testing. Pil concluded that the flow sensor failed testing due to contamination. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid salve on the test trilogy evo and then tested the solenoid valve on the pil trilogy evo multifunctional test station for fio2 receptacle verification and passed all testing. Pil concluded that the solenoid valve operates as designed.